Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken observed on anterior side assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: ¿ creases were observed. ¿ red particles observed on the surface of the shell. No further actions are required as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left-side rupture confirmed via ultrasound. Device has been removed and replaced.

Event description:
Patient reported left-side rupture. Device has been removed and replaced.

Manufacturer narrative:
Corrected data: b.3.

Event description:
Patient reported left-side rupture confirmed via ultrasound. Device has been removed and replaced.

Manufacturer narrative:
Health effect-f1905-device revision or replacement. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.